Manufacturer narrative:
Evaluation of returned device found evidence that the instrument used with it fractured in one of the central holes mostly perpendicular to the longitudinal plate axis. The fracture lines suggest possible bending fatigue.

Event description:
It was reported that the patient underwent a distal radius procedure on an unknown date. Subsequently, the patient was revised on an unknown date due to an implant fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown. Initial reporter phone: (B)(6). Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.